Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the atrial lead had no capture and no sensing. It was determined, the lead had dislodged. During the lead revision, the lead was taken out of the body and a small white particle was found in the middle of the helix. The lead was explanted and replaced. There were no patient consequences.